Event description:
Patient reports his solis pump (serial number and expiration date not provided) is not staying on after replacing the batteries. Patient did confirm the batteries were put in the correct direction and the battery door was secure. It would flash green then turn off. Patient was off the pump for 15 minutes, patient called back to say both pumps are working now. When he replaced the batteries, he needed to release the cassette lever first in order for the pump to register a new cassette was removed and attached and then pump then worked again. Patient is up and running using the backup and says the other pump is working now as well. Pump return tracking information is not available. Pump is not being returned. Photographs were not provided. Position of pump when event occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, but it does not need replaced did we replace device? No. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved.